Event description:
Information received from the field notes that the device was difficult to interrogate and exhibited dashes (---) for programmed parameters. The measured battery data was 2.65v, 70ua, 1 kohm and the measured rate was 49.5 ppm. A second programmer also had problems with establishing a telemetry link. Programming the rate and sensor values to clear the dashes was unsuccessful. The patient was pacemaker dependent. Therefore, the device was replaced.